Manufacturer narrative:
A ge representative evaluated the system and replaced the foot switch. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the footswitch is stuck and system is flouroing continuously. No patient injury was reported.